Event description:
It was reported that the foley catheter was inserted and when there was no urine a couple of hours later, the nurse attempted to flush the foley and was unable to. The foley was removed, and they attempted to flush the foley after it was removed. That was when the nurse realized that the foley was defective, and this has been happened on wellstar cobb. Stated that their intensive care unit (ICU) team had recently shared with staff that for the past few weeks, they have had about half a dozen patients with temperature sensing foleys where the temperatures did not match the patient's clinical condition. This prompted them to check a secondary source such as rectal or esophageal and there was a 4+ degree difference between the two leading them to suspect the temperature sensing foley was faulty and this has been happened on wellstar douglas. Per follow-up via email on 08feb2023, it was reported that there was no patient harm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "sensor wire too weak". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use. Proper techniques for urinary catheter insertion perform hand hygiene immediately before and after insertion. Insert urinary catheters using aseptic technique and sterile equipment. Use the smallest foley catheter possible, consistent with good drainage. Document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in patient record. Proper techniques for urinary catheter maintenance. Secure the foley catheter, use the statlock® foley stabilization device if provided. Maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. Maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. Keep the collection bag below the level of the bladder or hips at all times. Empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient. Routine hygiene (e.g., cleansing of the metal surface during daily bathing or showering) is appropriate. Leave foley catheter in place only as long as needed". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter was inserted and when there was no urine a couple of hours later, the nurse attempted to flush the foley and was unable to. The foley was removed, and they attempted to flush the foley after it was removed. That was when the nurse realized that the foley was defective, and this has been happened on (B)(6). Stated that their intensive care unit (ICU) team had recently shared with staff that for the past few weeks, they have had about half a dozen patients with temperature sensing foleys where the temperatures did not match the patient's clinical condition. This prompted them to check a secondary source such as rectal or esophageal and there was a 4+ degree difference between the two leading them to suspect the temperature sensing foley was faulty and this has been happened on (B)(6). Per follow-up via email on 08feb2023, it was reported that there was no patient harm.